Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced stopper deformation. The following information was provided by the initial reporter: we have some defective bd insulin syringes. There were 2 misshapen plungers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced stopper deformation. The following information was provided by the initial reporter: we have some defective bd insulin syringes. There were 2 misshapen plungers.

Manufacturer narrative:
Additional information has been received. The following information has been updated: b.3. Date of event: (B)(6) 2022.